Event description:
It was reported that the patient¿s catheter broke at the distal end. X-rays were done as a diagnostic. A revision was required as a result. The product status was a partial explant. Part of the catheter remained in the intrathecal space. The old catheter was removed and replaced on (B)(6) 2015. The break was found in the catheter distal to the anchor site. The patient status at the time of the event was alive with no injury. There were no patient symptoms associated with the event. It was stated before the revision that everything was great and that there hadn¿t been any significant changes to the patient¿s therapy. The pump was infusing baclofen (unknown). Additional information received reported that the issue was discovered at a routine pre-pump replacement x-ray. The patient was doing well and was started back on a lower dose of baclofen due to the revision, so the therapy was not yet optimized. Additional information received reported that the pump was also removed. The pump was removed prophylactically to avoid in-vivo battery-depletion. The patient had recovered without sequela.

Manufacturer narrative:
Upon device return, analysis found multiple catheter malfunctions. It was found that the catheter body was broken and had a hole caused by deep abrasion. It was also discovered that the sutureless connector had coring tears/cuts in the seal which met leak criteria. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type catheter. Analysis results were not available at the time of the report. A follow up report will be submitted when analysis is complete. (B)(4).